Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, PICC inserted on (B)(6) 2023 and fractured on (B)(6) 2024. Trimmed length 47cm and inserted to 10cm to skin. PICC found to be leaking on flushing but staff unable to state where the fracture was. Unable to state if this was internal or external. PICC removed. No harm has come to the patient. No other information was provided.

Event description:
It was reported, PICC inserted (B)(6) 2023 and fractured on (B)(6) 2024. Trimmed length 47cm and inserted to 10cm to skin. PICC found to be leaking on flushing but staff unable to state where the fracture was. Unable to state if this was internal or external. PICC removed. No harm has come to the patient. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: PICC inserted to brachial vein, securacath used between 10cm and 8cm to secure the device, locked with 0.9% sodium chloride 10mls and j-loop back up the patient¿s arm. PICC used for oncology treatment (folfox, erinotecan, mdg). Not used in CT scans. PICC blocked and treated successfully with actilyse. Unknown if xrays are available. PICC was used 11.5 months. Leak was identified in the hospital. Patient did take PICC home, but no maintenance was completed on it away from the hospital. Catheter site cleaned with chloraprep (3mls). Unknown if patient participated in physical activities.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.